Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty of a de novo (progressive) lesion in the right coronary artery (rca). Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and mildly calcified proximal to mid rca. The was a significant bend in the lesion 90 degrees. Following predilatation with a balloon, a 3.50 x 38mm promus elite drug eluting stent was deployed. Post deployment, a distal edge dissection and plaque shift were observed before post dilatation. A 3.00 x 32mm synergy stent was deployed to cover the dissection and complete the procedure. The patient was stable and responding well to medications.